Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed due to component. Field service engineer replaced the pmc controller board to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medbank system drawer was not opened. The customer reported that users were unable to remove medications from drawer while attempting to issue medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section b describe event or problem section d medical device brand name, medical device catalog, medical device model, unique identifier (UDI), section g reporting office contact, section h device manufacture date and manufacturer narrative a review of the complaint history for(B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for (B)(6), covering the manufacturing period beginning on 07dec2018, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer reported issue. The reported condition of "drawer not opening" was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order #01820357 the fse reported that half height cubie drawers 5 and 6 failed not on bus. The fse replaced pmc controller board due to no lights on board, the fse ran diagnostics and supported reconfigured drawers in application tested. No further issues were observed. During dchu visual inspection: (B)(6): thermal damage was observed on component u501. During dchu testing: (B)(6): the testing from dchu was not necessary due to the thermal damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported when using that a bd pyxis¿ medbank tower drawer was not opened. The customer reported that users were unable to remove medications from drawer while attempting to issue medication to a patient. As per part investigation, it was determined that the u501 component which showed signs of thermal damage resulting from an electrical failure. There were no adverse events or injuries reported based on this event